Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(4)) to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. The returned PICC contained a longitudinal slit approx 0.5cm long in the catheter tubing located just proximal to the 4cm mark. The slit is consistent in appearance with catheter tubing that has been over-pressurized. No mfg non-conformances were observed during review of the sample. The catheter tubing was sectioned and measured distal to the slit and found to meet dimensional specifications for tubing ID, od and wall thickness. A definitive root cause for the hole in the catheter tubing could not be determined based on the sample review and info rec'd from the end user, however, it is likely that the tubing was over-pressurized. An over-pressurized condition can occur when the end user attempts to flush/infuse through an occluded catheter or if CT power injection warnings are not followed, e.g., exceeding maximum allowable flow rate or failure to warm contrast media to body temperature prior to power injection. Mfg process controls in place for the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire insertion checks for lumen patency. Incoming inspection process controls for the PICC catheter tubing include visual inspection as well as a guidewire insertion check for lumen patency. The xcela pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).

Event description:
As reported, x-rays showed that a 5f valved PICC device was kinked in the pt's arm. When the catheter was pulled back to fix the kink, they found a section had fractured. The catheter was removed and replaced on (B)(6) 2013. There were no injuries or complications to the pt. The used device has been returned to navilyst medical for eval.